Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the device, or further details are received at a later date, a supplemental medwatch will be sent. UDI:(B)(4).

Event description:
It was reported by the sales rep via phone that during a shoulder scope the 4.9mm healx adv sp bio-composite anchor cracked upon insertion. Another device was used to complete the procedure. No patient consequences or surgical delay reported. The device is available to be returned for evaluation.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary ==> according to the information provided, it was reported by the sales rep via phone that during a shoulder scope the 4.9mm healx adv sp biocomposite anchor cracked upon insertion. The complaint device was received and evaluated. Visual observations revealed that the device was received incomplete due to the anchor was not received in the package for evaluation. However, the healix advance device assembly and the suture were received. In other hand, the suture was detached from the driver assembly. The complaint cannot be confirmed. The possible root cause for the reported failure can be attributed to excessive force applied or levering during insertion. This cannot be conclusive determined. A manufacturing record evaluation was performed for the finished device lot number:5l93075, and no non-conformances were identified. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.